Manufacturer narrative:
The reported events of noise, inappropriate high voltage therapy, lead damage, and low impedance were confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead found clavicular crush damaging on all lead lumens. The etfe coating on one of the right ventricular cables was found abraded with metal exposed. The ptfe liner of the inner coil was found abraded exposing the inner coil. Lead to can abrasion breaching only the optim sheath was also found. The cause of the reported electrical events was isolated to clavicular crush lead damage and the report of lead damage was isolated to clavicular crush and lead to can abrasion of the optim sheath. Other damage noted is consistent with procedural damage.

Manufacturer narrative:
PMA/510(k): this product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, low pacing impedance and episodes of noise leading to oversensing and the delivery of inappropriate high voltage therapy were observed on the right ventricular (rv) lead. During revision, insulation damage was observed on the rv lead. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.